Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of occlusion and dissection are listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis appeared to have been achieved during suture management at the end of the case. Reportedly just after the case, it was noted that blood flow had been cut off in the limb. Cut down surgery was performed by a vascular surgeon. The vascular surgeon reported that the artery had been dissected. Hemostasis in the tavr site was achieved after vascular surgery performed a surgical repair of the vessel. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.